Event description:
It was reported that the patient experienced erosion of the deep brain stimulator burr hole cover at the scalp implant site. The patient underwent a revision procedure in which the burr hole cover was replaced. A culture was performed which confirmed skin flora. The patient was administered a six-week course of antibiotics and is doing well post operatively. The patient is expected to fully recover. The device will not be returned as it was deemed contaminated by the facility.